Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures performed? If yes what was the result? Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? Reference attached journal article: "title: can a simplified algorithm prevent incomplete laparoscopic pyloromyotomy?¿ citation: journal of pediatric surgery 50 (2015) 1544¿1548. Http://dx.doi.org/10.1016/j.jpedsurg.2014.12.004

Event description:
It was reported in a journal article that a pediatric patient with hypertrophic pyloric stenosis underwent laparoscopic pyloromyotomy procedure between february 2004 and october 2012 and topical skin adhesive was used. For the surgical procedure, the skin at the umbilical and the trocar insertion sites after laparoscopic procedures was possibly closed by applying a topical skin adhesive. The patient possibly developed a wound infection at the umbilicus, caused by rests of skin adhesives, and required surgical revision. It was opined by the author, that the possible explanation for the wound infections encountered while using skin adhesives might be that after recent umbilical cord separation in newborns, debris and bacteria are located in the moist and dirty folds of the umbilicus, and that sealing this area with the skin adhesive might contribute to accumulation of bacteria on the fresh wound. In consequence, the authors recommend not to use skin adhesives for the closure of the umbilical wound after laparoscopic pyloromyotomy. Additional information has been requested.